Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant: guiding catheter: hyperion 8fr al 1.5. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The mini trek rx referenced is filed under a separate medwatch report.

Event description:
It was reported that the procedure was to treat a moderately tortuous, heavily calcified, concentric, and de novo mid right coronary artery that was 100% stenosed. An unspecified guidewire advanced to the lesion, but a 1.5 x 6 mm rx mini trek balloon catheter met resistance during advancement and could not cross due to the anatomy. The mini trek balloon catheter was removed with resistance and replaced with a non-abbott balloon catheter. Then the lesion was pre-dilatated with a non-abbott balloon, and a 3.25 x 15 mm nc trek balloon was used for further dilatation. The nc trek balloon met resistance during advancement due to the anatomy, but reached the target lesion and during first inflation the nc trek balloon ruptured at 10 atmospheres. The nc trek balloon was removed with resistance due to the anatomy. A rotablator and an unspecified xience stent was deployed to successfully complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.